Manufacturer narrative:
Product analysis: the user facility refused return of the product. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 3 months post implant of this bioprosthetic valve, it was explanted and replaced due to a failed commissure. The physician believes this commissure became detached from the right and non-coronary cusps. All leaflets were noted to have been intact upon explant. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.